Event description:
It was reported that the tibial component was removed due to aseptic loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A cause for this specific clinical event cannot be ascertained from the info provided; however, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in april 2010. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on 4/19/2010 (see number above), in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correction technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action.